Manufacturer narrative:
Additional health effect impact code: f2303.

Event description:
Healthcare provider later reported hair loss and depression which are not device related and granuloma, as well as prosthesis-related anaplastic alk lymphoma, stage IV, with hepatic infiltration. Patient is scheduled for chemoimmunotherapy for an approximate initial period of at least six months.

Manufacturer narrative:
Additional data: phone- (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lymphoma alcl and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "patient had biopsy with [large cell] lymphoma result".

Event description:
Patient¿s husband reported right side bia-alcl. Patient later reported results of multiple, diagnostic testing, performed within a week¿s time. An ultrasound identified presence of right side lump, cystic areas, and atypical lymph node in the right axilla. Mammography found calcifications and MRI concluded ¿irregular lump¿ and ¿atypical lymph node¿ in axillary region. Pet scan results concluded findings ¿compatible with neoplasia in activity, lifonodal, hepatic and hypermetabolic bone lesions.¿ results from needle biopsy confirmed immunohistochemical markers of alk- and cd30+. Additional markers included negative results for ae1/ae3, s100, cd45, cd20, cd30, ki-67, cd4, cd138. The immunohistochemistry panel is currently being ¿expanded for diagnostic completion.¿ the device remains implanted. Planned treatment includes device explant and chemotherapy. Pet scan findings of ¿bone lesions¿ are not related to the implant.